Event description:
Device was being used for catheter insertion. During the procedure, the crimped tip dislodged, causing the catheter to remain in the pt. The pt had to be taken for cystoscopy for removal of the catheter.